Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-feb-2023 h6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 20ga x 1.00in. Insyte autoguard unit from lot number 2335745. The needle cover was not provided, and the unit was received already retracted. The report of premature retraction was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing premature retraction may occur during hub loading. The needle hubs are loaded into the grips, but machine misalignment may cause the hub to not be locked into place properly. Functional check sampling is performed to mitigate the occurrence of this defect. Another possibility is that this occurred during the removal of the needle cover or clinician accidentally pressed button during insertion. Since the package was opened incorrectly and the needle cover was not provided, these possibilities cannot be ruled out. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle was difficult to retract. The following information was provided by the initial reporter: safety needle difficult to retract, therefore, having to remove needle after starting IV and could pose as a needlestick risk.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA via medwatch # mw5115153.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle was difficult to retract. The following information was provided by the initial reporter: safety needle difficult to retract, therefore, having to remove needle after starting IV and could pose as a needlestick risk.